Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The customer was able to provide a return demonstration with no deviation from the olympus reprocessing manual. Site reprocessing staff utilized a custom ultrasonics sink, which was the reason steps seventy-nine (79) to eighty (80), eighty-six (86) to eighty-eight (88), ninety-three (93), and ninety-five (95) to ninety-eight (98) were marked non appliable. The alternatives were not considered deviations. This audit took place on (B)(6) 2021. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on (B)(6) 2021. All sixteen (16) of the required scope sampling points were sampled, but ¿only half of the nozzle was removed as the tip of the screwdriver broke off in the nozzle area, making it impossible to remove the remaining portion of the nozzle¿. The organism of interest was not recovered from the scope during destructive sampling. Minor deformation of the channel (indentation) was observed. It is not felt that this minor degree of indentation could have impacted reprocessing, and it is possible that it may have been introduced during the disassembly process. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. The plastic distal end cover was missing the c-ring holder. The nozzle was missing. The bending section cover was half cut and missing. The bar code on the grip had corrosion. The scope leak check was unable to be performed due to the missing bending section cover. The plastic distal end cover insultation was unable to be checked due to the missing c-ring holder. The k-lever and forceps elevator, guide wire tension test, and catheter test were unable to be performed due to a missing l-arm/forceps riser. The air/water was unable to be checked due to the missing nozzle. The legal manufacturer performed an investigation. Pseudomonas species is a waterborne organism. No sampling procedure review deviations were observed. No reprocessing deviations were observed. No significant damage was observed during destructive inspection. The organisms of interest were not recovered from the scope during destructive sampling. Inquiry revealed time between scope removal from the patient and automated endoscope reprocessor (aer) cycle start time was less than one (1) hour, which indicated that manual cleaning was performed within one (1) hour of scope removal from patient in accordance with the instructions for use (IFU). Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was potentially insufficient reprocessing.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
This report is being supplemented to provide additional information in e2, e3 and h6 for type of investigation from the legal manufacturer's investigation. This information is addressed in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end tested positive for a total of twenty-six (26) colonies of pseudomonas species, two (2) colonies of kocuria rhizophila, and one (1) confluent growth of paenibacillus lautus. The channel tested negative for organisms. No patient harm reported.